Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#1627487-2018-04414, reference MFR. Report#1627487-2018-04413, reference MFR. Report#1627487-2018-04412. The patient has two systems (pns and scs). It was reported the patient experienced a change in stimulation shortly after a motor vehicle accident. Reportedly, x-rays confirmed migration of one lead from the pns (supra-orbital or occipital). As a result, surgical intervention is pending to address the issue. Note: it is unknown which lead from the pns contributed to the issue; therefore all possible leads from the noted system are being reported.

Event description:
Device 4 of 4 : reference MFR. Report#1627487-2018-04414 , reference MFR. Report#1627487-2018-04413 , reference MFR. Report#1627487-2018-04412. Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein a new cervical drg trial system was implanted to address the issue. During the procedure, the physician had to cut one of the occipital leads therefore, part of the lead was removed. Effective stimulation was achieved postoperatively.